Event description:
The customer reported that he wanted to move the table lateral, but the table moved towards to the head.

Manufacturer narrative:
(B)(4). The investigation revealed that a connection in the table side operation (tso; 12nc of the spare part: (B)(4)) was defect. The table side operator was replaced and tested. All functional tests were completed and the system operated normally.